Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) remoted into the station and confirmed that the application was up and running, with no issues observed at that time. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User reseated the cable, but the station was requesting for a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.